Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, nothing was noticed. The reported event could not be reproduced. Only preventive maintenance has been carried out. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: pump needs repair for air installation/air in lines. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.